Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation the video cable is broken and therefore stripes in image occur. The most probable cause of the complaint is not able to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope screen was flickering during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the videoscope screen was flickering during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.